Manufacturer narrative:
Continuation of medical devices: 694758 lead implanted (B)(6) 2009; d284trk crt-d implanted (B)(6) 2013. Product event summary: the proximal segment of the lead was returned and analyzed and the distal conductor of the lead became extrinsically fractured due to melting. The setscrew marks on the connector pin were too proximal. The outer insulation of the lead was extrinsically breached due to melting. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during a device change the top portion of the left ventricular (lv) lead that connects to the device broke. The lv lead was partially removed. The remaining portion of the lv lead was capped and remains in the patient. A new coronary sinus lead was attempted but was unable to be implanted due to patient anatomy. No patient complications have been reported as a result of this event.